Event description:
116 days after implantation of a taxus express2 3.0x12 mm drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left circumflex artery. A pre-intervention stenosis of 90% was reported. The lesion was balloon dilated and subsequently a 3.0x12 mm taxus stent was deployed in the lesion. No info was reported concerning post-intervention stenosis. The vessel was reported as midly calcified. The pt received plavix and aspirin pre-procedure, angiomax and labetolol during the procedure, and plavix post-procedure. Pt complications were reported as none. The pt presented 116 days after the initial procedure with a 99% in-stent restenosis of the proximal left circumflex artery. The pt underwent coronary arterial bypass graft (CABG) surgery 1 day later. The pt was reported as stable after the CABG surgery.